Event description:
It was reported that two stents were implanted to each side of an existing wall stent in a lower arm fistula, in the brachial vein. The stents were both placed overlapping search end of the wall stent for stenosis. As the doctor went in to flush the stents, the one that was more centrally located was displaced and moved towards the axillary vein. The doctor implanted another wall stent in the location where the stent moved. No injury to the patient reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to release. There were two different lot numbers for this device, anra 1641 and anra 1642, but it was unknown which lot number was the one that moved, so both were reviewed. The sample was not returned for evaluation as it remains implanted, but images were taken right after the stent placement and another image that shows the stent after it moved. Due to restenosis, two additional stents were placed with an overlap of approximately 5 mm on each end of the existing stent. After the doctor flushed the area, one of the stents moved approximately 30 mm from the initial position. This resulted in a loss of the overlap with the other two stents. The migrated stent is regularly expanded and a catheter with two markers and a slightly radiopaque tip can be seen within the stented area. The position of the catheter corresponds to the direction of the stent migration. It can be assumed that the stent was shifted from its original position during the attempt to pass the stenosed section with the catheter. It is possible this procedure contributed to the reported event. The complaint is considered to be user-related. This application represents an off-label use. The luminexx biliary stent is a stenting device designed to maintain the patency of biliary ducts obstructed by malignant neoplasms and has never been tested for an application as described in this case.